Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Occlusion occurred on 2 occasions when cartridge insulin level was at 40 units. Customer kept infusion tubing untucked from clothing and was not sleeping on tubing. There was no reported adverse impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to follow up with the customer to perform a pump system check, contact was not made.